Event description:
Fracture of the insert (liner), after dislocation of the hip prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.